Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 1.0.91. Operating system: data not available. Hardware: n5004l. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2023, due to elevated blood glucose levels after an unspecified duration of pod wear on the abdomen. Blood glucose values were reported to have reached between 400 mg/dl and 450 mg/dl. The patient stated that the pod¿s cannula had dislodged and was leaking. Reported symptoms included vomiting. The patient stated that healthcare professionals diagnosed heart attack and hyperglycemia. Treatment during hospitalization included intravenous drip. The patient was sent home on (B)(6) 2023.